Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Metalosis and elevated cobalt chrome levels. Update (B)(6) 2019 wg: patient's femoral head and liner were revised.